Event description:
Technician alleged that the brake is failing.

Manufacturer narrative:
Technician found the set screw broken off in the hex rod. Technician replaced the set screw to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.